Event description:
Event description guidant received information that this right ventricular (rv) lead had elevated thresholds two weeks post implant. An x-ray was performed which confirmed that the both the rv lead and the right atrial (ra) lead were pulled back considerably. The ra lead (4086/236343) was not dislodged but there was no remaining slack in the lead. As a result, additional slack was added during a revision procedure. The rv lead (4086/236597) had dislodged and was successfully repositioned during the procedure. Additional slack was added for this lead in an attempt to avoid future dislodgement. No adverse patient effects were reported.